Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the vanes were worn, and the device failed for initial rotational speed (rotational speed below minimum specifications). It was determined that the device was missing one long nose pin. It was further determined that the issue was consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper maintenance . If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the motor device was not working. During in-house engineering evaluation, it was observed that the device failed for initial rotational speed (rotational speed below minimum specifications). The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.